Event description:
It was reported that pump touchscreen was cracked and shattered, which made touchscreen unresponsive and prevented customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, was given storage and return instructions, and pump was replaced with a new pump while the damaged pump was scheduled to be returned; no information was provided about backup insulin therapy, and no further information was expected.